Manufacturer narrative:
Product complaint #: (B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Was this a total or subtotal colectomy procedure? What two anatomical structures were being anastomosed? What device was used to create the common channel? Was the common opening closed with one firing or two firings of the tx device? Was the device fired multiple times? If so, where? What color reload was used for each of the firings? Where there any difficulties experienced with the device in the initial surgical procedure? Were there any issues with staple formation identified in the initial surgical procedure? Was a leak test performed? If so, what was the result? How was the leak identified? Where was the leak identified? Were any staples observed anywhere in the surgical field at reoperation? If so, please describe the shape and location? Does surgeon believe there were other contributing factors to the leak to include patient tissue condition? What is the current status of the patient?

Event description:
It was reported that during a colectomy, the doctor was using a tx60b to create an anastomosis. After firing the stapler, the tissue appeared compressed and sealed and the anastomosis seemed complete. The next day they discovered a leak and had to open the patient. The doctor noticed there were no staples where he had created the anastomosis the prior day. Patient had to go through a second procedure to complete the anastomosis. He cleaned the abdomen and completed the anastomosis effectively.

Manufacturer narrative:
Product complaint (B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Takedown of small bowel ileostomy was this a total or subtotal colectomy procedure? Takedown of small bowel ileostomy what two anatomical structures were being anastomosed? Small bowel to small bowel what device was used to create the common channel? Proximate linear cutter 75mm was the common opening closed with one firing or two firings of the tx device? One fire was the device fired multiple times? If so, where? No what color reload was used for each of the firings? Blue where there any difficulties experienced with the device in the initial surgical procedure? No were there any issues with staple formation identified in the initial surgical procedure? -no was a leak test performed? If so, what was the result? No how was the leak identified? Leak identified by clinical status, peritonitis where was the leak identified? At the anastomosis were any staples observed anywhere in the surgical field at reoperation? If so, please describe the shape and location? No does surgeon believe there were other contributing factors to the leak to include patient tissue condition? No what is the current status of the patient?